Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump initiated the load fill tubing step after completing the loading sequence subsequently lowering the customer blood glucose. The customer's blood glucose was 54 mg/dl. Reportedly, the customer went to the emergency room and was treated with carbohydrates and gatorade. Customer was released with issue resolved and no permanent damage. A replacement pump was sent to the customer to resolve the issue.